Event description:
The physician reports that a pt underwent cataract surgery with implantation of the cystalens. Approx one month postoperatively, the pt's refraction gradually changed and the pt complained of a circle centrally. Preoperatively, the pt's bcva was 20/20-2 and mrse was + 0.25 sph. Postoperatively, the bcva decreased to 20/50 and mrse changed to -1.50 -3.50x 178. The lens was not able to be repositioned and was subsequently echanged for a different lens model in 2008. After the lens exchange, the bcva improved to 20/30, j3, and the mrse improved to plano- 0.75 x 0044. Physician cites cause of event as "possible capsular contraction syndrome". The pt's prognosis is reported as good.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. According to the physician, the root cause of the reported problem of lens vaulting was likely due to capsular contraction syndrome.